Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician advanced the red62 into the neuron max. Later, while retracting the red62 from the neuron max, the physician fractured the red62. Therefore, the red62 was removed. The procedure was completed using a non-penumbra catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned red62 confirmed, that the catheter was fractured. If red62 is retracted at an extreme angle, during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed, a kink in the catheter shaft. This damage was incidental to the reported complaint and may have occurred, during packaging of the device for return to penumbra. Penumbra catheters are inspected, during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal, any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.